Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 415 mg/dl. The customer stated that the meter kept flashing and he changed 2 of the sensors. The customer stated that he has used 4 or 5 test strips in the last hour. The customer stated that he was not able to calibrate outside the 40-400 mg/dl range. The customer stated that he did not have problems with hospitalization or high blood glucose readings.